Event description:
It was reported that the patient had an aluminum taste/odor in their mouth, and their kidney function had declined. It was noted that the pump was programmed incorrectly. The patient symptoms resolved when the pump was fixed. The pump was delivering prialt. The patient outcome and condition were unknown. It was additionally noted by the clinic that the cause of the event was unknown. The clinic had no documentation of the reported adverse event from the patient and no record of incorrect programming. No patient injury noted. The pump refill note date was 01-8-2013 and the last increase was (B)(6) 2012 from 3.5mcg/day to 3.85mcg/day and the patient had been stable. The patient denied any side effects with prialt; their chief complaint was chest wall and neck pain. The alarm date was noted to be (B)(6) 2013; and the patient's next scheduled appointment was for a pump refill prior to the alarm date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).